Event description:
The patient received 2 leads with the same lot number. It was reported the patient experienced ineffective stimulation. Reprogramming did not resolve the issue. The patient is to consult with her physician regarding surgical intervention as the next course fo action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.